Event description:
Reporter noted sudden irrigation stop, leading to anterior chamber collapse and posterior capsule rupture. Anterior vitrectomy performed; iol placed in ciliary sulcus. Pt condition reported as good. Post-op va:7/10; bcva: 8/10.